Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing. During the procedure, it was noted that noise was still observed after the new rv lead was implanted and connected to the pacemaker. It was noted that the pacemaker was implanted subcutaneously. The physician requested a new pacemaker during the procedure due to suspected header issues, the old pacemaker was explanted, and the noise resolved after device replacement. No additional adverse patient effects were reported. The provided information indicates that the explanted products will not be returned for analysis.